Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding repeated errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted recipient transplant surgical procedure, the system had repeated recoverable fault 32098. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to hard power cycle the system. The customer confirmed that the issue persisted after power cycling as well. The tse suggested to disable the universal surgical manipulator (usm) 1 and the system was booted up successfully after disabling usm 1. The tse suggested that the system is usable with 3 arms. The procedure was converted to open with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. The customer disabled the usm1 to resolve the issue and the system was functional with three arms. The procedure was a robotic recipient transplant. The significance of functioning all 4 arms was very high to ensure efficient handling, manipulation of the transplant kidney and for proper approximation during micro suturing, therefore the customer switched to open surgery. There was no intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed normal mode as it triggered error 32098 on the insertion stator. The usm failed on a patient side cart (psc) fixture test platform (pftp) as it failed the direction test on the insertion. The insertion stator was swapped out with a new one and the errors no longer occurred. The original insertion stator was reinstalled, and the errors returned. The usm was tested with a new insertion stator and went through more testing on a pftp and passed lissajous, cva characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, an carriage switches test. The insertion stator will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.